Event description:
Philips received a complaint on the v60 ventilator indicating that there was a proximal pressure sensor autozero failed alarm. When the alarm occurred, it was reported that the device otherwise continued to operate. The device was reported to be outside of use at the time of the reported problem. There was no patient or user harm reported.

Manufacturer narrative:
An authorized service provider (asp) evaluated the device and was unable to reproduce the alleged issue. The asp checked the device's event log and confirmed that the alleged proximal pressure sensor autozero failed alarm was logged. The asp replaced the flow sensor assembly to resolve the issue. Following the part replacement, the asp completed cleaning and running and functional tests.